Event description:
Pt had barex silicone urinary catheter in place, which was ordered to be discontinued. When the nurse attempted to remove the catheter after deflating the balloon, she was unable to do so, as it appeared to be stuck and caused the pt pain when the nurse attempted to pull it out. The doctor also had difficulty, but was eventually able to remove it, causing the pt significant pain. Upon inspection of the tip of the urinary catheter, you could see that the deflated balloon had rolled up causing a ridge/rim at the tip of the catheter instead of it being smooth, which is apparently what made it feel like it was stuck and caused the pt much pain, and the ongoing irritation. The urinary catheter that was inserted was included in two different types of catheter trays maintained in our facility. One urinary catheter tray includes a 16 fr foley which is known by the MFR as a bard # 900116. The second type of foley catheter tray includes a 16 fr foley that also has a urimeter in the tray and is known by bard as a #903116. We are not sure which urinary catheter tray was used, however, both trays include the same brand and type of bard 16 fr foley urinary catheter.